Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All buttons functioning properly. No damage in keypad assembly noted. Inspected on lcd connector and no unlocked connector noted. Insulin pump passed the stop current, run current test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test displacement test. No unexpected failed battery test alarm, battery icon anomaly or excessive no delivery alarm noted. No display anomaly noted. Time advances properly. Insulin pump had minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. The insulin pump alarmed no delivery and failed battery test. The customer was hospitalized on (B)(6) 2017 due to a high blood glucose level of 800 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was off the insulin pump greater than 48 hours. The customer was discharged home. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.